Manufacturer narrative:
Manufacturer's investigation conclusion: review of the images submitted by the account confirmed superficial damage to the external portion of the patient¿s pump cable. Additionally, evidence of fluid ingress was confirmed; however, a specific cause for the fluid ingress could not be conclusively determined through this evaluation. The account submitted three images for review that show a superficial tear in the outer jacket of the proximal portion of the pump cable. Brown debris was noted within the cut, indicating that the underlying layer was exposed to moisture. Although a specific cause for the fluid ingress could not conclusively be determined, no functional issues were reported and it was recommended to apply rescue tape to the area. It was later reported the superficial damage was due to normal wear and tear to the driveline. Review of the submitted controller event log file showed the system operating as intended at the set speed. No notable alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for mlp (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. (Under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. This section also advises not to immerse equipment in water or liquid. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including entitled "what not to do: driveline and cables." Additionally, the sleeping section of the patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was found through log file analysis that there were some low voltage advisory events due to normal battery depletion. It was also noted that the patient was sleeping on battery power which is not recommended. There was normal wear and tear damage reported to the proximal portion of the driveline where there was a non-corrosive substance discovered inside the driveline. It was recommended that in the absence of alarms, to apply rescue tape to prevent further moisture from getting into the driveline.